Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) system was removed due to infection. A new system was implanted a few days later. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 5024m-58 lead, implanted (B)(6) 1995. 419688 lead, implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.